Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65-year-old male with acute myocardial infarction complicated by cardiogenic shock, consistent with pre-support scai shock stage c, was supported with an impella cp implanted via percutaneous right femoral arterial access. Following implantation, a foley catheter was placed and pink-tinged urine was observed, raising concern for hemolysis. At the time, the impella was operating at p-8 providing 3.3 l/min of flow. Echocardiographic assessment demonstrated acceptable pump position; however, imaging was limited due to poor transthoracic echocardiographic views, making complete assessment difficult. The patient had also undergone ECMO implantation following cardiac arrest. During impella cp explant, vascular closure was attempted using perclose devices, which failed twice. Vascular surgery was consulted and hemostasis was successfully achieved by surgical cutdown. Investigation of the access site revealed the puncture traversed the inguinal ligament, which likely contributed to the unsuccessful perclose closure attempts. Imaging confirmed appropriate pump position without contact with the mitral apparatus. The patient survived and was bridged to another impella device. The reported hemolysis was identified by pink-tinged urine during impella support; however, there was no evidence of device malfunction. The vascular access complication requiring surgical cutdown was associated with access site anatomy and closure difficulty rather than device performance.